Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) yr old male pt to report check belt messages. Customer support reviewed the pt's downloaded ECG and reported a small ECG signal. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of belt (B)(4) has been completed. The reported problem (check belt / small signal) has been confirmed. Upon eval, the belt failed incoming testing. The cause of the incoming test failure, check belt messages, and small ECG signal is a defective msp 430 16-bit low power mcu u713 component. The cause of the defective u713 is an improper output at pin 37. The root cause of the improper output cannot be positively identified. No adverse event resulted from the defective component. The pt rec'd a replacement electrode belt.